Event description:
During procedure to place permacath, the sheath from the mini stick max separated from the hub of the sheath while it was inside of the patient and became lodged in the left pulmonary artery. Attempts made to remove the sheath were unsuccessful. Patient was moved to CT to confirm placement and interventional radiologist was called-in to attempt removal, which was successful. FDA safety report ID# (B)(4).